Event description:
A high blood glucose event was reported, with the value displayed as "high," but the specific number was not available. There was no indication of an adverse impact on the customer's blood glucose level beyond the reported high reading. The customer had not taken any action to address the high blood glucose. Customer declined further troubleshooting, therefore no further information could be obtained.